Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latches had been failing intermittently, causing operational issues. A field service engineer (fse) powered the station down and applied corrective actions using carbon conductor, grease and tightening the wire harness connectors to the latch assembly to resolve the issue. All components were reassembled, and the customer was able to successfully access the refrigerator without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there were latch issues with the remote manager. The customer reported that the malfunction caused a delay in dispensing medication to patients because they have managed to get medication from pharmacy or from another device. There were no adverse events or injuries reported based on this incident.